Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/22/2024, it was reported by a sales representative via (B)(4) that an ar-12974nr mini fibertape retriever with nr handle has a damaged working tip. This was discovered during a shoulder arthroscopy procedure on (B)(6) 2024, where they used another retriever to complete the case. There was no adverse effect on the patient.

Manufacturer narrative:
The complaint allegation was confirmed. One unpacked ar-12974nr serial/batch number (B)(6) was received for evaluation. During the functional test, it was noted that the finger-activated jaw mechanism is malfunctioning. The tip fails to close fully. Upon visual inspection, signs of wear and tear were observed. Notably, the top jaw of the instrument was found to be slightly bent. The reported condition is most likely caused by user error overstressing a device damaged naturally and inevitably due to normal wear or aging. Device manufactured date 2021.